Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended increasing the out of range upper limit to 150 ohms. This ICD system remains in service. No adverse patient effects were reported.